Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report that the insulin pump alarmed a compromised force sensor error. The customer also reported that the drive support cap is sticking out. The blood glucose reading was 300 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
No unexpected reset of time or date noted during testing. The pump passed the error, displacement, and rewind tests. The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker.